Event description:
It was reported that pump shut down and needed to be plugged into power to turn back on, the customer acknowledged that this was due to not charging their pump battery. The customer was hospitalized with a high blood glucose of 600 mg/dl. Customer received fluids of saline and insulin by IV for treatment, and there was no reported injury or permanent damage. The customer had not yet been released from hospital at time of report.